Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and is fractured on the medial side of the post condyle feature. Not all pieces were returned. The device history records for and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint is confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the wir form that a persona knee instrument was returned and reported fractured. According to the wir the issue did not occur during a surgery. No patient involvement